Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for an arthroscopy procedure, when the mdu was connected to port a of the lens console at the time of activating the blade, the doctor noticed that the internal blade did not move and an alarm started to sound and a message appeared on the screen saying "blade blockage." Change the connection to port b but the same thing happened, disconnect and turn off the console but the message still appears. It was evident that the handpiece cable was heated and it started to smell burnt. A competitors device (stryker console) was used to complete the procedure. There was a non-significant delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h6: health effect - impact code updated only to f27. Medical device problem code updated only to a1005. H3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not received for evaluation. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation.